Event description:
This complaint originated from a foreign dist in (B)(6). The dist reported, a unit that is alarming "vent inop". According to the dist, the ventilator was initially evaluated, by a third party company, but they were not able to fix the problem. The customer did not have any additional info, however, they claimed that the gas delivery engine (gde) was the problem.

Manufacturer narrative:
(B)(4). Carefusion technical support shipped the foreign dist a replacement gas delivery engine, and issued a return goods authorization (rga) number for the return of the alleged faulty gas delivery engine for eval. As of (B)(6) 2015, the alleged faulty gas delivery engine has not been received. Should the alleged faulty gas delivery engine be received and evaluated, a follow-up medwatch report will be submitted. Additional info regarding pt involvement/info was requested from the dist on (B)(6) 2015, however, no additional info was received. The dist responded by stating that they did not have any info from the customer.